Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit and confirmed the customer's reported issue. The stm replaced the display lcd screen, keypad assembly, display printed circuit board (pcb), coiled cable, display interconnect cable, display mounting plate, and respective labels and display replacement instructions. The stm confirmed that the display functioned properly the completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the display screen on the cs300 intra-aortic balloon pump (iabp) was flickering. It is unknown under which circumstances this event occurred; however, there was no patient involved and no adverse event reported.